Event description:
Pump sn (B)(6) was returned for preventive maintenance. During service evaluation, the device failed the ground resistance test, measuring 0.155 ohm. The acceptance criterion for the ground resistance test is less than 0.1 ohm. The condition was identified during routine service testing. There was no patient involvement and no adverse event was reported. Complaint record: (B)(4).

Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. The root cause of the failure was determined to be component failure within the grounding circuit. The affected component was replaced, which corrected the condition. Following repair, the device met applicable electrical safety and performance specifications. A corrective and preventive action (CAPA) was initiated to further evaluate this failure mode. Refer to complaint record (B)(4) for additional details.